Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customer¿s hospitalization from the attorney of the family. The information received on may 18, 2020 stated and stated that in or about (B)(6) 2017 the customer began using an insulin pump. On the evening of (B)(6) 2018, customer lost consciousness and was not found until the next day by her mother in grave condition, she was in inpatient for a period of eleven days, the first five days of which she remained unconscious in a comatose state being treated in the intensive care unit. It was determined, during her hospital stay, that the cause of her illness, as aforesaid, was as improper insulin level. It had also been determined that the aforesaid insulin pump malfunctioned in that it failed to alarm. Insulin pump will be returned for analysis.